Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely external force. For the balloon malfunction, since multiple leaks at the distal end were confirmed, there is a possibility that this phenomenon occurred due to these leaks. Since cracks in the acoustic lens were found and leakage occurred through them, it is likely that the leakage occurred because external force was applied to the distal end. This issue is addressed in the instructions for use (IFU): " do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images." Per the legal manufacturer, the other issues identified in the initial report (rubber damage, missing glue, scratches on the bending section, peeling of the cement, a small cut on switch #1, control knob tension ) have no potential to cause or contribute to death or serious injury if they were to recur.

Manufacturer narrative:
An investigation is ongoing to obtain additional information regarding the reported event. The device was returned to the service center for evaluation. The scope failed the leak test as multiple leaks were noted from the water jet and probe unit tip. The pink rubber of the probe unit was damaged and missing glue was noted on the forceps elevator. A leak was noted on the elevator channel. Excessive scratches were found on the bending section rubber. Peeling was noted on the cement of the light guide lens. A small cut was noted on switch #1. The control knob was noted to have low tension and loose play was noted with its movement. The scope¿s ID chip displayed 394 uses. The most likely cause for the reported event is user mishandling. The gf-uct180 instruction manual provides the statement below to mitigate damage to the scope. Warnings and cautions pg.7 do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Inspection of the endoscope pg.32 inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. Inspect the boot and the insertion section near the boot for bends, twists, or other irregularities. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.

Event description:
The service center was informed that during an unspecified procedure, the balloon would not stay inflated. The user facility reported that he scope was replaced. There was no patient injury reported. No further information was provided.